Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had not been able to use her stimulator in 3 weeks. The patient had major stomach surgery 3 weeks prior, which was unrelated to the stimulator, in which she had half of her stomach removed. The patient stated the stimulation goes down her legs, but she also feels it in her stomach even at the lowest setting, so she was unable to use it. The patient had tried to have her physician request a company representative for a visit, but had not been successful. Additional information was requested, if received a follow up report will be sent.